Event description:
After using the flexiva¿ ID tractip high power single-use laser fiber for about 30 minutes, the end of the fiber was worn away. The health care providers opened a new fiber to continue the procedure. Correct process was used.